Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that either the epidural pump tubing or pump or both malfunctioned 7 hours into the epidural running appropriately. Epidural started at 0748 and ran well with no issues, patient had no pain. At 1417, new bag was hung due to low reservoir volume. At this time, patient pain was increasing and rn noticed that about half of the bag was still full rather than the smaller amount of reservoir volume that the pump stated. The pump then alarmed that there was an occlusion and air in the line when there was no occlusion or air. With the patients increase in pain, the increase in reservoir volume from what the pump said, the occlusion and air in line which was not accurate, the pump and pump tubing was replaced immediately. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. D4 - lot #, expiration date, primary UDI number: updated. H3 and h6 codes - updated. H4 - device mfg date: updated. One used device was returned for investigation. The devices were visually inspected and no damage or anomalies were observed. During functional testing, no alarms, leakage or difficulties priming were observed. The customer reported complaint could not be replicated or confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A root cause was unable to be determined.